Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he was hospitalized with low blood glucose. The patient's blood glucose at the time of incident was 53 mg/dl. The customer stated that the pump over-delivered insulin; he passed out thursday and woke up friday, so he knew nothing about his hospitalization. No products were shipped or returned.